Manufacturer narrative:
Device component relates to problem for the reported event of stent deployed prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be used to treat a distal short segment stricture in the common bile duct and part of duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed prematurely to the common bile duct only instead of being deployed in the distal portion of the common bile duct with flange outside the duct or an estimated cm entering duodenum. The physician removed the stent with a rat tooth forceps and completed the procedure with a 10x60 wallflex biliary stent. Reportedly, the yellow transition zone did not appear to be visible for proper delivery. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.